Event description:
Stiffness in both knees; cannot bend and cannot kneel; pain shooting up from both knees; lost use of both knees; creaking and groaning of both knees. Information was received on 26-sep-2007, from a female patient with a medical history of osteoarthritis knee pain and treatment with corticosteroids. The patient received injections of synvisc into both knees in 2007, six days later, and seven days following. Since the first injection, the patient experienced stiffness in her knees that prevented her from bending down to do chores. The patient stated, that she had pain shooting up from both knees and heard creaking and groaning when she tried to bend her knees. The patient also stated that after synvisc she "lost the use of both knees" and that before synvisc she only had mild knee pain that was relieved with corticosteroid injections. At the time of this report, the patient had not yet recovered. Additional information was received from the patient on 30-oct-2007. The patient stated, that she still had pain and stiffness in both knees ,that she had previously reported following her synvisc administration. The patient said, that she still cannot bend and kneel to perform day to day functions. The patient thought that she was going through this because her injections were not administered appropriately, although her physician disagreed. The patient said her condition was ongoing. At the time of this report, the patient had not yet recovered. Qa results received 05-nov-2007. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint. Additional information was received from the physician on 21-nov-2007. The patient had a medical history of mild osteoarthritis for about 1 year with mild joint narrowing and mild osteophytes. The patient was previously treated with nsaids and steroids. The physician assessed the relationship of the events of stiffness in both knees and stiffness in both knees prevents bending down as being unlikely related to synvisc. The physician reported the pain shooting up from the knees as possibly related to synvisc. The physician could not medically confirm that the patient experienced creaking and groaning of both knees or lost use of both knees. Three months later, the patient received depo-medrol injections for the stiffness and pain, when the patient reported that her knees were worse. The physician stated that, it did not appear to be post injection synovitis. On 31-jul-2007, the physician received a telephone call that the patient could not bend or stoop and her pain had increased. The patient was referred to orthopedics. At the time of this report, the patient had not yet recovered.

Manufacturer narrative:
.